Event description:
It was reported that during a lap appendectomy procedure, when fired the staples came out completely bent. Going across messentary to get the appendix. Opened new stapler to complete the procedure. No patient consequence reported.